Event description:
The patient is a 72 year old male who has a history of progressive bilateral knee arthritis. He underwnet bilateral total knee arthroplasties (tka) in january 1988 (left knee) and april 1988 (right knee). He complained of progressive pain and stiffness in both knees and noted a metal grating sensation in his right knee.x-rays had shown advanced metal debris within the knee, fragmentation of the patellar component, and there apeared to be advanced damage to the tibial polyethylene tray. It appeared that there was fragmentation of the polyethylene patellar component so that there was metal to metal contact of the patellofemoral surface.intraoperationally, there was evidence of advanced changes in the right knee with fragmentation of the plastic and metal patellar components. There was advanced metal staining of the synovium. The patient is hypertensive and weighs 220 lbs, which is 38 lbs above the standard weight for large-framed men 6'2" tall (1959 metropolitan height and weight tables.)both the patellar and femoral components were found to be loose. The femoral component was essentially removed with the entire bone cement. Fragments of polyethylene from the patellar component were found floating about the knee. There was evidence of "very thickened black staining of the entire lining of synovium which appeared to have the apearance of metal paste and almost a gray-black appearance."visual examination of the explanted tka indicates a worn plastic tibial insert with an embedded 1cm x 1.5cm (approximate) metallic piece plus many embedded metallic particles. There are parallel, uneven wear marks on the surface of the femoral head. The metallic patellar disk is cracked and has about 1/3 of its area broken off, most likely the metal piece embedded in the tibial insert. The wire mesh-like backing of the patellar plate is breaking apart, most probably the source of the metallic particles embedded in the tibial insert.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.